Event description:
It was reported, that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2000 ohms. Resulting in activation of the lead safety switch (lss) feature. Additionally, low level noise was observed, after activation of the lss to unipolar configuration. Technical services (ts) discussed potential causes. And troubleshooting options. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).